Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of approximately 130 ohms. The lead trend data showed a gradual increase in shock impedance measurements since implant, when it was noted to be 60 ohms. Boston scientific technical services (ts) explanted that gradual increases in impedance are typically due to calcification or scar tissue formation on the lead. Ts indicated that the concern is a monophasic shock delivery when the delivered shock impedance is greater than 145 ohms. Ts recommended changing the high alert limit to 150 ohms and once this value is reached, perform a commanded shock delivery test to determine the difference between the measured and delivered shock impedance values. If the delivered shock impedance is sufficiently low, the impedance range can be increased, and the patient can continue to be monitored. It was indicated that the patient is scheduled to be brought in for testing. The lead remains in-service at this time. There were no adverse patient effects.